Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels as low as 38 mg/dl. Customer did not know the reason for the low bg levels. Customer consumed carbohydrates to address impacted bg levels.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: complaint could not be confirmed. User made bolus requests without entering current bg level and still having insulin on board (iob). Basal rate was slightly adjusted over the week. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported low blood glucose level issue. Additionally, a different issue was identified.